Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pod of a prismaflex st100 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set access pre-pump pod. This component is manufactured and assembled by vantive internal suppliers. An underwater air leak test was performed on the actual sample, and a leak was observed at the level of the pod membrane. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.